Event description:
The patient reported after wearing the pod on the back of his left arm he noticed the site became tender and it was leaking a little. On (B)(6) 2014 at 5:30 am the pod was removed and by mid-day there was a zit forming. About three hours later it spread near his elbow. His blood glucose was reading between 150 mg/dl to 160 mg/dl. On (B)(6) he went to see his general practitioner who diagnosed him with a staph infection and placed him on antibiotics of cephalexin. On (B)(6) he had another doctor appointment and his site was doing much better. The doctor also prescribed him with another type of antibiotic for his staph infection.

Manufacturer narrative:
The product will not be returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Qualification and sterilization records were reviewed and the product lot met all acceptance criteria.